Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device purge system was not working so pump placement was aborted and new pump used without issue. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the priming issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.